Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd896704 and gd896589 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was unknown if the patient was hospitalized for the event. Treatment information was not reported. At the time of this report, it was unknown if the patient was recovering from the peritonitis. This is report 2 of 3 involved in this peritonitis event.